Event description:
A customer contacted baxter to report feeling overfilled during therapy on a homechoice device. The pt reported abdominal discomfort and distension. The technical service rep (tsr) assisted the home pt to do a manual drain and took out 2900ml. The previous fill volume was 2000ml. The home pt ended the therapy.